Event description:
Event description guidant received information that at a follow-up visit this lead had becomed dislodged due to twiddler's syndrome. The lead was found rolled up around the device. The impedance measurement was greater than 2500 ohms and there was no pacing stimulation. The patient was not pacemaker dependent. The screw mechanism of the lead was deformed during the explant procedure. The lead was removed, repalced and will be returned for analysis.